Event description:
The distributor contacted animas on (B)(6) 2015 alleging a display (dim/faded/color spectrum) issue. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display issue remained unresolved.

Manufacturer narrative:
Follow-up #1: date of submission 11/03/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings on investigation, the display was found to be dim and discolored. Investigation duplicated the complaint. Unrelated to the original complaint, the battery compartment was found to be cracked at the threads above the bumper traveling down to the bumper. The battery compartment was also cracked at case seal below the bumper.